Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) unit has insufficient battery storage capacity. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, d9,g3, g6, h2, h3, h4, h6 ( type of investigation, investigation findings, component codes, investigation conclusion), h10. A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced battery, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released and cleared for clinical service.

Event description:
N/a.